Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that in (B)(6) 2015, after the customer had gone swimming with the pump on, the pump was unable to be charged for an unspecified reason. The charging issue did not impact the customer's blood glucose level. The customer then decided to use a backup pump instead of the t:slim. The customer stated that at the time of the call, they had attempted to use the t: slim pump again, and the pump is now able to be charged without issue.